Event description:
The MFR received informed alleging a ventilator's exhalation valve outlet was faulty. There was no harm or injury reported. The device has yet to be returned to the MFR for eval. A f/u report will be submitted when the MFR's investigation is complete.